Event description:
The device was returned to co with the following written on its label: "(coil) prematurely detached in vascular system. Retrieved and discarded". The hosp was contacted and more info requested. There was no part of the device left in pt. The coil detached before the doctor was ready. When the doctor pulled back to re-deploy, it broke. The doctor was able to retrieve the rest of the coil with snare. It was discarded.